Event description:
The customer reported a false positive result with theid now covid-19 performed on (B)(6) 2021 on a direct tested polyester nasopharyngeal swab. The customer reported that the nasopharyngeal sample is collected by swab and stored at rt before testing. The test was performed by 20 minutes after collection. The customer uses who primer and performed the roche 480 molecular platform to confirm, and the result was negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025962 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025962 test base part number 190-430 / lot 1025962. The lot met the required release specifications. A review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot 1025962 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.